Manufacturer narrative:
Physio-control evaluated the device and observed that the service led was illuminated and a fault code related to delivery of energy was logged into the error log during a 3:00 am self test. Physio replaced the therapy pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during inspection. According to the reporter, the device was displaying a service light. There was no pt use associated with the reported incident.